Manufacturer narrative:
The reagent lot number is 88912001 and the expiration date is 30-sep-2026. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 13.6 mmol/l. The customer questioned the high result as it did not match the patient's previous result which prompted them to repeat the sample. The repeat result was 4.81 mmol/l. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
Based on the information provided, the root cause of the event could not be determined.